Manufacturer narrative:
The date of initial implantation was not reported. (B)(4).

Event description:
Per the clinic, the patient underwent revision surgery on (B)(6) 2017, in order to place a magnet on the internal fixture.